Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, the surgeon clamped the tissue and tried to fire the device, however, could not fire. The device was replaced by a new cartridge and the firing was completed. There was no patient injury.